Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the follow-up in clinic, after performing the interrogation with the programmer, the pacemaker took more than 15 minutes to import the episodes. After the interrogation was performed again, the episode logs were remained, but the electrogram could not be visually checked. The physician believed that it was due to telemetry failure. No same issue has occurred later. There was no patient consequences.